Event description:
It was reported that the tubing had been disconnected at the connection nearest the port. The device had already been stopped by the patient. Assistance had been provided to clamp the tubing near the port and near the pump. Chemo spill instructions had been provided. The patient had denied the presence of blood in the tubing near the port. He had been instructed to call the after-hours number per special facility instructions. There was no injury. The event occurred while in use with a patient at the patient's home.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.